Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator quit running. The patient was transferred to another ventilator; however, patient outcome information was not provided. A service engineer (se) replaced the breath delivery (bd) printed circuit board (pcb) as well as the graphical user interface (gui) to bd cable assembly. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) and a graphic user interface (gui) to bd cable were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.